Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) some time in (B)(6) 2025. The patient's blood glucose levels reached 1107 mg/dl while wearing the pod. Symptoms reported include increased thirst, abdominal pain, weakness, fainting and vomiting. The patient reported kidney involvement and an infection affecting the pancreas. The patient was treated with insulin, antibiotics and a lot of unspecified fluid. The patient was discharged 5 days later.